Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not on critical override and was able to login. The technical support specialist (tss) verified successful station login, confirmed current sync status, checked server in health sight viewer, and validated that the device was no longer in critical override mode. Tss confirmed that there were no issues with the device, and no further investigation was required. Customer confirmed that the issue was due to internet services in hospital that went down. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system prompted for a password, entered critical override mode, and did not allow users to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.